Event description:
Per user facility medwatch form, the pt was admitted with a diagnosis of breast cancer; brca2 positive genetic. During a laparoscopic bilateral scalpingo-oophorectomy "after endopouch was introduced into abdomen (illegible) bands popped apart causing no apparent injury". The procedure continued without further incident.

Manufacturer narrative:
(B)(4). Result & conclusion - cut suture. Eval summary - the analysis results of the endopouch retriever found that it was received already deployed and with the suture cut; the bag was not received for analysis. It could not be determined what may have caused the event reported. However, a potential cause is the inadvertent activation of the push pull rod causing the deployment of the support arms with the bag during the insertion of the instrument through the trocar. It is recommended to hold the endopouch retriever in a syringe-like fashion during the insertion process in order to avoid deploying the metal rims. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.